Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. A conclusive cause for the reported difficulties could not be determined. Factors that contribute to difficult to opening or closing the foot and device entrapment may include, but are not limited to, manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the calcified left common artery was attempted with a proglide device using the pre-close technique prior to a endovascular aneurysm repair (evar) interventional procedure using an 8f sheath. Reportedly, the foot plate got caught on calcium and was unable to retract, resulting in the device becoming stuck in the vessel. A cut down along with manual suturing was used to removed the device and achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.